Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that she got a low battery alarm during bolus delivery, she changed the battery and the display was not coming up. She tried several new batteries and received a battery out limit alarm. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery and revert to back up plan if the display does not return. The battery cap is being replaced. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.